Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to be advanced in the right ventricular lead. Multiple stylets were attempted but were unsuccessful. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be inserted into the right ventricular (rv) lead was confirmed. As received, a complete lead was returned in one piece measuring 52.1 cm. X-ray examination found that the inner coil inside the connector region of the lead was over-torqued consistent with procedural damage. Stylet could not be inserted due to over-torqued inner coil at the connector region of the lead. The cause of the reported event was isolated to the over-torqued inner coil at the connector region of the lead which is consistent with procedural damage.